Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported no complaint against left device. Healthcare professional then reported left side deflation via device tracking form. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, no openings were found in the device and broken of plug strap. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -no observations found related with the complaint reported by the physician. -broken sharp of plug strap assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported no complaint against left device. Healthcare professional then reported left side deflation via device tracking form. Device has been explanted and replaced.